Event description:
Customer's blood glucose (bg) was 56 mg/dl at 3:17 am. She was taken to the ER by emt. She was released from the ER that same day. Her hcp decreased her basal rate from 1u/hr to 0.50 u/hr. The pod was discarded.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. We are unable to confirm if any malfunction or defect occurred that may have caused or contributed to the customer's low bgs. Lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." Users are advised to check blood glucose frequently to avoid potential problems. The user guide instructs users to detect and treat hypoglycemia as follows: if blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Check blood glucose again after 15 minutes. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed for guidance. Repeat steps 2 and 3 until blood glucose is within the bg goal, and investigation possible cause for hypoglycemia to avoid similar problems in the future.